Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported oversensing occurred, upon closing, at implant. Whenever the programming head was on top of the device or in the voo mode, the device paced appropriately. However, when the patient's device was in the vvi mode, it would not pace. At one point, the patient was asystolic until the programming head was put on the device. The device was replaced. No further patient complications were reported as a result of this event.